Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited a capture management issue. Capture management decremented below the capture threshold all the way to zero. Loss of capture was observed. The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Capture management programmed off, or had normal thresholds when programmed adaptive. If information is provided in the future, a supplemental report will be issued.